Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent in office follow-up, upward trending pacing impedances were exhibited. The measurements have since shifted to an out of range level; threshold values were also increased when in a bipolar configuration however no system noise was noted. No resulting adverse patient effects have been reported and to date, no system changes initiated. Boston scientific's technical services (ts) was contacted for case evaluation. Ts stated that based on the gradual rise over years, the likely root cause was calcification encapsulation of the lead's tip. No intervention was recommended as the lead is functioning as intended with no evidence of a performance issue based on the impedance rise.